Event description:
On 06/28/2006, nellcor puritan bennett received a report of a cuff leak on a hi-lo 7.5 endotracheal tube. The caller reported "air leakage soon after intubation". The caller also reported the pt had to be re-intubated. The caller reported there was no test prior to use.

Manufacturer narrative:
Investigation of this complaint is currently in progress. The sample and lot number associated to this report are not available for evaluation.